Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A 73 year old male with acute myocardial infarction complicated by cardiogenic shock (scai d) and known coronary artery disease had previously been treated with an intra aortic balloon pump, vasopressors, and inotropic medications. On day 1 the intra aortic balloon pump was removed from the left groin, and an impella cp was implanted through the right femoral artery to support percutaneous treatment of the left main and left circumflex coronary arteries. The patient remained unstable and required endotracheal intubation. On day 2 hemodynamic support continued in the intensive care unit with ongoing vasoactive therapy. No device related performance concerns were reported aside from monitoring of the groin access site. On day 3 the treating physician explanted the impella cp because of active bleeding at the right femoral access site. The physician also expressed concern that the repositioning sheath was not large enough to adequately control bleeding at the groin. It is not documented whether recommended best practices for sheath exchange or access management were followed. Hemostasis was ultimately achieved using multiple closure devices. The patient was described as successfully weaned from impella support and survived to explant. The bleeding event and the hemodynamic instability and the intubation occurred during impella support and is therefore device associated. Based on the information available, the event appears associated with both the impella access site and procedural management factors in the context of cardiogenic shock and known coronary artery disease. Bleeding is a known device-related risk for the impella cp as written in the instructions for use due to large-bore femoral access combined with systemic anticoagulation.